Event description:
Patient experienced low blood glucose (39 mg/dl), while at school. They indicated that, during mid-morning, patient's blood glucose measured 183 mg/dl. Patient was advised, by the school nurse, to program a correction bolus of 2.5u. One hour later, their blood glucose measured 39 mg/dl. Patient user was given juice and a snack, to elevate blood glucose. Reporter indicated that they believes the device may have delivered too much insulin.